Manufacturer narrative:
Device was used for treatment not diagnosis. Vos, r et al (2016) titanium plate fixation versus conventional closure for sternal dehiscence after cardiac surgery. Thoracic and cardiovascular surgeon. This report is for an unknown titanium sternal fixation system. (Other number) UDI: unknown part number, UDI is unavailable. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: vos, r et al (2016) titanium plate fixation versus conventional closure for sternal dehiscence after cardiac surgery. Thoracic and cardiovascular surgeon. The aim of this study is to determine whether closure of the sternum with titanium plates is superior to conventional closure in patients with sternal dehiscence with or without previously treated mediastinitis. All patients operated on using the titanium sternal fixation system (synthes, inc., (B)(4)) between march 2010 and august 2013. Twenty (20) patients were included in the sternal plating. In the sternal plating group, 4 patients had pain complaints and were still present at follow-up in (B)(6) 2014. Plate removal was seen in 3 cases in the sternal plating group. This report is for an unknown titanium sternal fixation system. This is report 1 of 1 for (B)(4).